Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. The pusher assembly was kinked approximately 9.0 and 20.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub. This damage likely contributed to the resistance when advancing the smart coil during functional analysis. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar aneurysm using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance the fourth smart coil into the microcatheter, the smart coil would not advance into the hub of the microcatheter. Therefore, the smart coil was retracted and re-sheathed. The smart coil was inspected and advanced out of its introducer sheath on the back table without any resistance or issues. The physician then re-attempted to advance the smart coil into the microcatheter; however, the smart coil still would not advance into the hub of the microcatheter. Therefore, the smart coil was removed and the physician decided to end the procedure at this point as he was satisfied with the amount of packing attained with the three previous coils. There was no report of an adverse effect to the patient.